Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where 10 bursts of anti-tachycardia pacing (atp) and one 41j shock were delivered due to supraventricular tachycardia (svt). Therapy was provided due to one blanked atrial beat that caused v>a to be true. Technical services (ts) discussed troubleshooting options and programming considerations, such as turning off atrial tachy discriminators. This ICD remains in service. No additional adverse patient effects were reported.